Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 977933) inserted. The patient's medical history included pilonidal cyst pain, fatigue, menses irregular, obesity and vulvovaginal candidiasis. Concurrent conditions included hair loss, menorrhagia and vaginitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic left ovarian cystectomy, bilateral salpingectomy and removal bilateral essure clips). Essure was removed on (B)(6) 2016. The reporter considered device dislocation to be related to essure. The reporter commented: number of coils: 4 . Lot number: 977933, manufacture date: 2012-04, & expiration date: 2015-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 977933) inserted. The patient's medical history included pilonidal cyst pain, fatigue, menses irregular, obesity and vulvovaginal candidiasis. Concurrent conditions included hair loss, menorrhagia and vaginitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic left ovarian cystectomy, bilateral salpingectomy and removal bilateral essure clips). Essure was removed on (B)(6) 2016. The reporter considered device dislocation to be related to essure. The reporter commented: number of coils: 4 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received. Processed with fu. 01. Lot number was added. Reporter, concurrent conditions were added. On 08-jul-2020: quality safety evaluation of ptc. Processed with fu. No. 02. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.